Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed. The valve was deployed, however it was reported that the implant position was high. Following deployment, the valve dislodged up. It was stated that the cause of the dislodgement was the small pre-bav, severe calcification and the higher implant position. A second transcatheter bioprosthetic valve was implanted and a post implant bav was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the pre-implant aortic valvuloplasty (bav) balloon was 18 mm. The valve was recaptured once prior to deployment. The valve was implanted high because the shape of the right coronary cusp (rcc) lead to an error in the depth assessment. A post-implant bav was performed due to insufficient expansion of the valve and moderate paravalvular leak (pvl). The valve dislodged during the post-implant bav. The valve was snared, and a second valve was implanted. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.